Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with episodes due to sensed noise. The patient did not receive hv therapy. The lead was capped and replaced.